Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle retraction to fast. The following information was provided by the initial reporter, translated from portuguese to english: reason: during puncture, the catheter does not flow when it pierces the skin. When the device is activated, the force it exerts on the needle causes it to rupture the child's vessel. Many unsuccessful punctures due to the device. Additional information received on december 18, 2024 has there been any harm to the patient/healthcare professional? (Detail): patient, puncture other times. Could you explain in detail how ¿the catheter doesn't flow when it pierces the skin¿ is related to blood? Yes. Could you give the number of people affected? We are having a lot of problems with these catheters, I don't have information on exactly how many people. Could you send me a photo sample of the reported event? I don't have one has anvisa been notified? If so, what was the notification number? 2024.12.002400. Date of event 13/12. For sample collection and replacement, please inform information shared by the client and added in attachments.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 38182314 and lot number 4155993. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) unopened sample was returned for evaluation by our quality team. The sample was examined, and no visual damage was observed that could have led to the reported issues. The sample was evaluated for penetration and drag tests to assess the quality of the needle tip, the quality of the catheter tip, siliconization of the catheter, and flashback. All results were found to be within specifications. According to the customer's description, "due to the force applied when storing the needle" may be related to the customer's perception of the use of the product. Based on the analysis of the sample received, we can conclude that the product is within the specifications, and it was not possible to confirm this report. Based on the investigation results, a cause related to the manufacturing process could not be determined for the reported incident. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.